Event description:
A Facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced Uveitis/ Endophthalmitis. It was later reported, 'the eye is perfect now thank you .It was clearly inflammatory'. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental MedWatch report will be submitted.

Manufacturer narrative:
H11.- Inflammation (e.g. Uveitis, Iritis or Vitritis) is identified in the labeling as a known potential adverse event following ICL implantation. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.Claim# (b)(4).